Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2090 programmer.

Manufacturer narrative:
Product event summary: (B)(4) - analysis could not confirm the reported event. The analyzer passed all functional and systems tests.

Event description:
It was reported the programmer does not allow true readings from the analyzer. Zero atrial channel. All cables and analyzer were switched and still had the problem. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.